Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a seroma. Interventions included seroma being evacuated and the pocket being revised and scored/scuffed in order to decrease the change of reformation of a seroma. Diagnostic methods included examination/palpation. The results showed that a seroma in the implantable neurostimulator (ins) pocket was noted during surgery for a lead replacement. The ins site was healing well, was clean and dry without erythema, swelling, or drainage and the suture line was well approximated. The event was possibly related to the device or therapy and the event was related to the implant procedure. The outcome was reported as resolved without sequelae.